Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly. The pusher assembly was severely kinked approximately 76.0 and 77.0 cm from the proximal end. Dried blood was observed throughout the embolization coil and introducer sheath. Conclusions: evaluation of the returned px slim delivery microcatheter (px slim) revealed that it had no visible damage, and a demonstration coil could be advanced through the px slim without issue. Evaluation of the returned pod8 revealed that its pusher assembly was severely kinked. This damage may have occurred due to forceful advancement of the pod8 against resistance. During functional analysis, a penumbra investigator attempted to re-sheath the pod8 so it could be loaded into the returned px slim. However, during the attempt to re-sheath the pod8, one of the observed kinks became fractured, and the embolization coil became detached. Since a demonstration coil was advanced through the px slim without issue, and since the returned pod8 could not be re-sheathed for functional testing, the root cause of the reported resistance experienced while advancing through the hub could not be determined. Multiple kinks were observed on the lantern distal shaft. There were no allegations against the lantern, and details of its use were not mentioned in the complaint. Therefore, the root cause of the observed damage could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod8's. During the procedure, while attempting to advance a pod8 into the px slim delivery microcatheter (px slim), the physician experienced resistance at the hub of the px slim. The physician then removed the rotating hemostasis valve (rhv) and attempted to properly insert the pod8 introducer sheath into the hub of the px slim. After that, the physician made another attempt to advance the pod8 into the px slim; however, resistance was encountered and the pod8 stopped advancing ten centimeters from the hub. The physician then decided to remove and soak the pod8 in saline. Thereafter, the px slim was flushed and an additional attempt was made to advance the pod8 into the px slim. However, while attempting to re-advance the pod8, resistance was encountered and the pod8 stopped again at the same position in the px slim. While the physician was manipulating (i.e. Advancing and retracting) the pod8, the pod8 pusher assembly became kinked. Therefore, the physician removed the px slim together with the pod8 from the patient¿s body. The procedure was then completed using a lantern delivery microcatheter (lantern), a new pod8, three other pod coils and an additional coil. There was no observed damage to the lantern. Additionally, there was no report of an adverse effect to the patient.